Event description:
It was reported that the patient presented at the hospital with extreme pain to touch on the device implanted site due to infection. The infection was unrelated to the initial implant procedure, however may be related to the abbott-products. The pacemaker system; pacemaker, right ventricular and right atrial leads were explanted. The patient was in a stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.